Event description:
Clear hub on PICC line found with a crack in it which caused IV fluid leak and blood back up in line. Mds notified at 3am 6/20/96. Tpn stopped, peripheral IV site started to run d5.45 nacl with 20 meq kcl at 125 cc per hr. Radiologist assessed PICC line on 6/20/96 at 5:45 pm and made arrangements for line replacement on 6/21/96. New PICC line placed on 6/21/96 and ready for use. Tpn to begin again 6/21/96 at 10pm.